Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use. The patient was connected. The patient had already cleared the alarms before they called in for assistance. The baxter technical service representative (tsr) reviewed the alarm log and found the patient had a se 2240 and a se 2367. The tsr advised the patient to discard the supplies and finish therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient did not know what baxter product surveillance was talking about and stated they have been performing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.